Event description:
It was reported that patient total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace the femoral head and acetabular liner after the patient suffered a fall. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma, and/or weight gain have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00971 / 00972).